Event description:
Following insertion of the long sheath into the svc and into the right atrium, the syringe was connected to the sideport. The presence of air was noted during syringe aspiration.

Manufacturer narrative:
One 8f fast-cath introducer was received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Functional testing revealed a leak through the sideport during testing. Add'l investigation revealed the leak was caused by a tear at both ends of the hemostasis seal. However, it is uncertain how the seal tore.